Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away at a friend's home. The cause of death was diabetic ketoacidosis. The caller stated that the customer had brittle diabetes and kinks in the pump leading to pump replacements that may have led to the customer's passing. The customer¿s blood glucose was 400 to 600 mg/dl at the time of passing. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller stated the customer had holes in her legs and multiple issues including a lot of highs that led to hospitalization. The caller stated the pump was having kinks and did not alert enough, that the customer had a lot of highs of 400 to 600 mg/dl, was on a lot of medications, and the customer was having issues with the pump. The caller agreed to return the insulin pump for analysis.